Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The exact location of the leak was unknown, however the device was all wet outside and the balloon inside was half full. There was minimal skin contact with the leaked solution and the customer washed their hands immediately. The device was filled with cefazolin (aft) 3000mg in sodium chloride 0.9%. The issue occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: lot 22m004 was manufactured from november 3, 2022 to november 7, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside a bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.